Manufacturer narrative:
The reporter¿s meter was provided for investigation, where it was tested using retention strips and retention controls. Level 1 testing results (qc range = 0.9 -1.3 inr): qc 1: 1.1 inr. Level 2 testing results (qc range = 2.1-3.3 inr): qc 2: 2.7. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The returned and the retention material met the specification.

Manufacturer narrative:
The meter serial number was (B)(6). On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Medwatch field e1 initial reporter state code was not known. "In" was selected as a dummy value.

Event description:
There was an allegation of questionable results from the coaguchek xs meter. At 01:29 pm, the result was 4.7 inr. At 01:31 pm, the result was 3.6 inr. The therapeutic range was 2.0-3.0 inr.